Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak were observed on one unit of revaclear 400 during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The customer reported an external blood leak (ebl), upon visual inspection, there was no blood observed on the outside of the dialyzer. A lab test for internal blood leak (ibl) was performed, and an internal leak was verified. Further visual inspection revealed that the most likely cause of the ibl was a 'twisted' gasket present in the header cap area of the dialyzer. The reported issue of ebl was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.